Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
In section g (manufacturing site name), the abiomed europe gmbh site address and required site information were inadvertently omitted from the initial report.

Event description:
The user facility reported a 36 yr old male with an automated impella controller that was placed for support during high-risk cardiac procedure. It was reported that placement signal and left ventricle signal not displayed, beside this pump worked properly.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.